Manufacturer narrative:
A medela clinician spoke to the customer on (B)(6) 2013 who provided info regarding her issue. She had bilateral breast implants in place when she began using a medela pnsa in (B)(6) 2012. She noticed a little discomfort when she was double pumping; later noted asymmetrical noticeably smaller right breast. She first thought she was producing less milk from the right breast and attributed the smaller breast size to that. She visited her doctor after she realized milk production was not affected and rupture of the right breast implant was confirmed. Since then she has continued to lactate and use the pump without problem. She experienced no infection or other adverse effect. The left breast and implant have not been adversely affected. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should add'l info or the original product be rec'd, resulting in new, changed or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported discomfort/soreness while pumping with the pump in style breast pump. The customer reported rupture of breast implant in (B)(6) 2012 but she continued use of pump in style breast pump 4-6 times per day.